Event description:
As reported by the user facility: epidural catheter was inserted by a crna and during the removal of the needle from the catheter, the catheter "broke". No problem was reported during insertion of catheter, this was an ob pt and procedure was done in a sitting position. Pt has approx. 14cm of catheter remaining in their body, a scan was done. Pt was seen by a neurosurgeon who advised leaving the catheter in place unless pt exhibits symptoms.